Event description:
It was reported that this implantable electrode was explanted and replaced as the shock impedance measurements raised to 165 ohms, while the subcutaneous implantable cardioverter defibrillator was being explanted due to premature battery depletion. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.